Event description:
The pt reported, that the infusion device is not delivering boluses correctly and states the key of the device is damaged. In 2008, the pt reported experiencing elevated blood glucose of 380 mg/dl and administered a correction bolus via insulin pen. The pt's normal blood glucose level is 160 mg/dl. No further info is available. Product was requested to be returned for eval.